Event description:
After implementing manufacturer¿s IFU cleaning procedure, battery failure alert rates increased drastically. The failures were primarily the ¿red screen¿ battery reset notice, and the replace battery alert. Our data shows that the primary suspect of recent failures is a residue/film on the battery pads, which appears to be cleaning agent residue. As a result, we had to promptly alter the cleaning procedure so that the only cleaning agent used on the battery contacts and pins was alcohol, which has helped. Our failure rates are still much higher that they have historically been however. Since late april, when we began the new cleaning procedure, we are averaging 168 battery failures per week, compared to a pre-remediation average of 52. All preventative maintenance have been followed normally per procedure. Cleaning procedure concerns- 1) IFU states not to touch the battery terminals but also states to clean and dry the battery terminals and pins. These statements seem to contradict each other. 2) concern that the case will degrade and screw heads will strip out over continuous removal and insertion of the power cord retainer, as it just screws into the plastic, and is difficult to screw in. 3) concern for lost screws as they are small and difficult to replace during the cleaning process. 4) concern for ability of all staff who would normally clean the pump after use that each and every step can be reasonably followed. Nurses, patient care assistants, central service staff, environmental services staff, etc. Access to two different types of screw drivers (one for power cord clamp and one for battery module) 5) ability to ensure screws are not overtightened resulting in damage 6) concern for the overall length of time needed to clean when the IFU is completely followed. It¿s unrealistic to expect all types of staff will be able to consistently follow each step properly. Hundreds of pumps have been sent back to the manufacturer for evaluation. Including only a few examples of events in which harm or potential harm occurred to a patient. Event1- IV pump infusing high dose of epinephrine plugged in and in use since arrival from or with no prior alarms abruptly alarmed "battery alert" and then "battery failure." While getting a new pump and switching med / tubing over patient's bp dropped significantly with map's in the 50's. Event2 - in tms, the pump had norepi running at 0.5 mcg/kg / min. The pump randomly failed. The patient was extremely sick on 3 pressors. We were essentially chemically coding her at the time. I had to pull the tubing out of the pump and run it open in order to keep patient's bp stable until a new pump was programmed. Luckily, her bp never dropped but there was serious potential for severe hypotension causing death. Event3- while patient was transferring to chair, became hypotensive. Rn attempted to adjust dose of norepinephrine. Pump "shut down improperly" and auto restarted, all settings were lost. This occurred three times in a row, necessitating use of a different IV pump. Event4- IV pump plugged in, states charge complete. Rings for "battery alert" and shuts down immediately after unplugging. Nonessential drug infusing through IV, no harm to patient. Event5- IV pump plugged in, states charge complete. Rings for "battery alert" and shuts down immediately after unplugging. Nonessential drug infusing through IV, no harm to patient. Event6- the pumps were infusing propofol and sodium phosphate when they failed event7- IV pump battery failure. Heparin running.

Event description:
After implementing manufacturer's IFU cleaning procedure, battery failure alert rates increased drastically. The failures were primarily the 'red screen' battery reset notice, and the replace battery alert. Our data shows that the primary suspect of recent failures is a residue/film on the battery pads, which appears to be cleaning agent residue. As a result, we had to promptly alter the cleaning procedure so that the only cleaning agent used on the battery contacts and pins was alcohol, which has helped. Our failure rates are still much higher that they have historically been however. Since spring 2020, when we began the new cleaning procedure, we are averaging 168 battery failures per week, compared to a pre-remediation average of 52. All preventative maintenance have been followed normally per procedure. Cleaning procedure concerns. IFU states not to touch the battery terminals but also states to clean and dry the battery terminals and pins. These statements seem to contradict each other. Concern that the case will degrade and screw heads will strip out over continuous removal and insertion of the power cord retainer, as it just screws into the plastic, and is difficult to screw in. Concern for lost screws as they are small and difficult to replace during the cleaning process. Concern for ability of all staff who would normally clean the pump after use that each and every step can be reasonably followed. Nurses, patient care assistants, central service staff, environmental services staff, etc. Access to two different types of screw drivers (one for power cord clamp and one for battery module). Ability to ensure screws are not overtightened resulting in damage. Concern for the overall length of time needed to clean when the IFU is completely followed. It's unrealistic to expect all types of staff will be able to consistently follow each step properly. Hundreds of pumps have been sent back to the manufacturer for evaluation. Including only a few examples of events in which harm or potential harm occurred to a patient. Event 1: pump # (B)(4) wo# (B)(4) IV pump infusing high dose of epinephrine plugged in and in use since arrival from or at 1615 with no prior alarms abruptly alarmed "battery alert" and then "battery failure." While getting a new pump and switching med/tubing over patient's bp dropped significantly with map's in the 50's. Event 2: pump # na, wo# (B)(4) in tms, the pump had norepi running at 0.5 mcg/kg/min. The pump randomly failed. The patient was extremely sick on 3 pressors. We were essentially chemically coding her at the time. I had to pull the tubing out of the pump and run it open in order to keep patient's bp stable until a new pump was programmed. Luckily, her bp never dropped but there was serious potential for severe hypotension causing death. Event 3: pump # (B)(4), wo# (B)(4), while patient was transferring to chair, became hypotensive. Rn attempted to adjust dose of norepinephrine. Pump "shut down improperly" and auto restarted, all settings were lost. This occurred three times in a row, necessitating use of a different IV pump. Event 4: pump # (B)(4), wo# (B)(4), IV pump plugged in, states charge complete. Rings for "battery alert" and shuts down immediately after unplugging. Nonessential drug infusing through IV, no harm to patient. Event 5: pump # (B)(4), wo# (B)(4), pump # (B)(4) wo# (B)(4), IV pump plugged in, states charge complete. Rings for "battery alert" and shuts down immediately after unplugging. Nonessential drug infusing through IV, no harm to patient. Event 6: pump # (B)(4) wo#'s (B)(4) the pumps were infusing propofol and sodium phosphate when they failed event 7: pump# (B)(4) wo# (B)(4) IV pump battery failure. Heparin running.